Event description:
Olympus was reported that during a preparation for use the probe and jaw could not open and during a procedure the probe tip was broken. The broken piece was retrieved during the procedure and no incident report was received.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe broke down at 15.5mm from the distal end. There was a scratch at the broken point. The broken piece was not returned. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. It was duplicated that the grasping section could not be fully open or close. It was confirmed that the rotatable knob was turned and came loose. Inspecting the adhesion site between the rotatable knob and the main body, there was no problem. The manufacturing history was reviewed, with no irregularities noted. This device is subject to total inspection to ensure that the position of the rotatable knob does not come loose before shipment by olympus. As the result of evaluation, we have concluded that the probe presumably was scratched because the physician activated ultrasound output while the probe was in contact with metal such as a clip and forceps or the physician scrape the probe with a sharp object such as a scalpel. In addition, since the physician continued to use the scratched device, the crack of the probe occurred. Consequently, the probe tip broke. Also we have concluded that since the rotatable knob was turned by excessive force and came loose, the grasping section could not be fully open or close. The instruction manual of sonosurg scissors mentions warning and caution for possible mishandling mentioned above. Based upon the finding of the evaluation, this report appears to be related to user mishandling. This report is being submitted as a medical device report in an abundance of caution.